Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that she had been vomiting for three days and on (B)(6) 2020 her husband decided to take her to the hospital. Her bg there was above 500 mg/dl but the cgm was reading 212 mg/dl. She remained hospitalized for three days due to diabetic ketoacidosis (dka) and was treated with insulin. She stated that the cgm had given no indication of a high bg value prior to (B)(6) 2020. At the time of the report she was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.